Event description:
The pt reported that she administered a bolus and the infusion device did not produce a confirmation vibration for the delivered bolus. The pt administered another bolus, while disconnected from the infusion set and again the device did not produce a confirmation vibration. No blood glucose concerns were reported. No medical attention was required. The product was requested to be returned for eval.